Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the prongs are having trouble holding a pully seated camera plug in causing a frequent camera head error message and no signal at initial plugin. There also appears to be static and slight discoloration form this box which maybe due to the pins as well but worth noting if a different problem. These issues did occur during procedures. There was no patient harm or delay caused form the issues just visualization concerns. No negative impact in state of health reported.